Event description:
The tps universal driver was sent for evaluation because, it was increasing and decreasing in speed on its own during a procedure. A readily available alternate device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
A third party component was noted in the device.